Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer reported via phone call receiving low battery alerts for the last couple of days. The customer changed the battery the day prior and received a low battery alert the day of the call. They changed the battery again and then later the customer found that the insulin pump was off. The customer moved the battery cap and the display returned. Blood glucose value was 6.7 mmol/l. Customer was advised that the battery cap would be replaced and to call back if issue persists.